Event description:
In 2002, pt cleared to use vest after 7 month recovery from sinus repair/patch surgery. Approx 3 weeks after beginning vest therapy, pt noticed fluid leakage from nose again. Cat scan confirmed the cerebral spinal fluid leak. Pt underwent craniotomy to repair the leak.